Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken in 2020 wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information was received stating that the lead was explanted in 2020 in a different surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.